Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working properly. The customer's blood glucose was unknown. The customer was not confident about the insulin pump that she was using was working properly. The troubleshooting was performed for the sensor glucose versus blood glucose. The insulin pump will be returned for analysis.